Manufacturer narrative:
The pump was not returned for evaluation as it was not explanted, and an autopsy was not performed. A correlation between the device and the reported infection and hemolysis could not be conclusively determined. The instructions for use lists infection, hemolysis and sepsis as potential adverse events associated with the use of the heartmate ii left ventricular assist system. A review of the device history record revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Device unique identifier (UDI) - device was manufactured prior to UDI labeling implementation. Approximate age of device ¿ 6 months. (B)(4). The pump was not returned for evaluation as it was not explanted, and an autopsy was not performed. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that on (B)(6) 2014, the patient was admitted to the hospital with a driveline infection that required debridement. No additional information regarding the event was provided. On (B)(6) 2015, the patient was admitted to the hospital with shortness of breath, abdominal pain, and a continued driveline infection. The patient became febrile and developed sepsis, experienced ventricular tachycardia, and developed right ventricular failure. The patient also developed hemolysis with a lactate dehydrogenase level over 1000 u/l that was treated with IV heparin. On (B)(6) 2015, the patient expired due to multi-system organ failure.